Event description:
It was reported that the polarstem ball head impactor is cracked. No case involved; therefore, there was no patient involvement.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
It was reported that the polarstem modular head for (B)(6) is cracked. No case involved; therefore, there was no patient involvement. The device in scope of this complaint, was not returned for investigation. A review of the complaint history was performed. A review of the risk management documentation verified the failure mode and severity of the reported issue. No prior escalation actions are related to the reported issue. There are no indications that the complaint device did not meet manufacturing specifications upon release for distribution. Based on available information, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. No probable cause can be determined. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should the device be received.

Manufacturer narrative:
(B)(4). D1: brand name changed. D2: product code and common device name changed. D4: catalog number and UDI changed. D10: concomitant part updated.